Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates that the patient¿s ipg was explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
Event date is estimate.

Event description:
It was reported that the patient could not connect the ipg. It was noted that the patient has not charged the ipg in approximately 2 years. As result, the patient may undergo surgical intervention on a later date.